Event description:
A cartridge change error was reported with the pump, leading to the customer's blood glucose level exceeding 500 mg/dl, but the specific value was displayed as "high." The customer had not received any insulin therapy initially. Technical support advised the customer to inspect and clean various parts of the pump and suggested using manual insulin delivery as a backup. The customer planned to obtain third-party assistance for parts, they could not handle themselves. Later, it was confirmed that the customer successfully changed the cartridge and resumed insulin delivery, requiring no further assistance, resulting in case closure.